Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an incomplete capsulotomy resulting in posterior capsule tear. Additional information indicated a vitrectomy was performed and a three piece lens was used in place in the sulcus.